Manufacturer narrative:
(B)(4). In addition to the slow flow patient line alarm, a check patient line alarm occurred along with the reported air in the lines.this MDR is being submitted as part of baxter (B)(4) project. This report is being filed to fulfill baxter's commitment to perform a two year retrospective review of renal complaints in response to FDA-warning (B)(4).

Event description:
A customer contacted baxter's technical service center regarding a slow flow patient line alarm during fill 1 of 4 on the homechoice (hc). During troubleshoot the alarm, the caregiver (cg) reported air bubbles in the patient line. The technical service representative (tsr) assisted the cg with ending the therapy and recommended that the home patient contacted the registered nurse. Cause of the air bubbles in the patient line was undetermined. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation. A 510(k) number will not be provided in the MDR as the product code is unknown; should the product code be identified at a later date or if additional information becomes available, this information will be provided in a follow-up MDR.